Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Returned strips evaluated with e-2 errors. Most likely underlying root cause of e-2 errors is scratches on test strips caused in manufacturing.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 10-140mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2018. Customer performed back to back blood test, 25mg/dl and 136mg/dl fasting. Reviewed meter memory: 1:282mg/dl (B)(6) 2015 05:26:00 pm fasting: yes. 2:26mg/dl (B)(6) 2015 04:49:00 pm fasting: yes. 3:26mg/dl (B)(6) 2015 04:48:00 pm fasting: yes. 4:125mg/dl (B)(6) 2015 02:43:00 pm fasting: yes. 5:41mg/dl (B)(6) 2015 04:43:00 pm fasting: yes. The customer also states that the date and time has never been setup. No adverse event reported.